Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The failure was isolated to the rear response button cable was pulled out causing the faults. Additionally, there was contamination found components of the ca board. The root cause of the damaged response button could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.